Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It was found the ratchet was broken during tha. Only one ratchet was broken. However, 2 samples will be returned due to it is hard to determine which one is breakage because the surgeon had used two ratchets during the surgery. There were no surgical delay and no adverse consequences to the patient.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the ratchet control cap is frozen and is broken away from the handle. The second instrument was not returned for evaluation. Previous investigations found the root cause is attributed to a supplier assembly process. Eco-343292 was implemented on (B)(4) 2011 to improve the design of the cap retention and the ratchet engagement. The returned sample was manufactured in june of 2004; before the design changes. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.